Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen is not responding in an irregular basis. The customer reported no traces of water upon observation. The issue occurred during testing; the customer reported no patient involvement is associated with the event.